Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024 it was reported by field staff via email that an ar-8967d drv,3.5mm hex,cann (mini hudson) snapped at the tip during use. This occurred on (B)(6) 2024 in (B)(6) hospital during a sub talar fusion. The case was completed successfully via the use of another driver. There was patient/case involvement.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection revealed the tip of the driver is completely broken off. Functional testing could not be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head.